Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment (slda) requiring intervention. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat mixed mitral regurgitation grade 3 with a thin posterior leaflet. The first clip (20330r112) was implanted with no reported issue. While implanting the second clip (20126r153), it got caught in chordae. In an attempt to free the clip, the first clip detached from the posterior leaflet (single leaflet device attachment (slda)). The second clip was freed and implanted to stabilize the slda and to reduce the mr. However, the patient's mr remained at grade 3 and the procedure was complete. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The reported unexpected medical intervention was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design or labeling.